Event description:
IV tubing became disconnected mid-way though the tubbing, near middle hub. Blood backed up the tube and was leaking out the broken tube, heparin leaking out the broken tubbing. New tubing used. New bag of heparin started.